Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a high anterior resection procedure, the trocars both started to leak during the procedure once an instrument was inserted. Once the instrument was removed the hissing stopped. No insufflation was lost and the patient was not put in severe danger according to the consultant but it added to his frustration and caused them to use more co2. Both trocars were inserted correctly and not put under any more pressure than is normal or required for this type of surgery. They continued to use both the trocar and stability sleeve. The procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.